Manufacturer narrative:
The reporter's meters were provided for investigation where they were tested using retention test strips and controls. Testing results: (B)(4) qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. (B)(4) qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Lot number has been updated. The initial MDR incorrectly stated the lot number of the retention strips tested. The correct lot number is 368887.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 3688887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs pro meter serial number (B)(4) and two additional patients tested with coaguchek xs pro meter serial number (B)(4). At 8:24 a.m. On (B)(6) 2019, a sample from the first patient was tested with meter serial number (B)(4), resulting with a value of 4.1 inr. At 8:31 a.m. On (B)(6) 2019, a sample from this patient was tested in the laboratory using stago reagent, resulting with a value of 2.9 inr. At 10:37 a.m. On (B)(6) 2019, a sample from the second patient was tested with meter serial number (B)(4), resulting with a value of 3.7 inr. At 10:50 a.m. On (B)(6) 2019, a sample from this patient was tested in the laboratory using stago reagent, resulting with a value of 2.7 inr. At around 12:00 p.m. On (B)(6) 2019, a sample from the third patient was tested with meter serial number (B)(4), resulting with a value of 3.9 inr. At 12:26 p.m. On (B)(6) 2019, a sample from this patient was tested in the laboratory using stago reagent, resulting with a value of 2.4 inr. The reporter believes the patients only take coumadin or warfarin as an anticoagulant.